Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for malignant pain. It was reported that the hcp forgot to restart the pump after a refill and the patient experienced narcotic withdrawal. No further information was available. No further issues were reported or anticipated.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event no longer meets the reporting requirements stipulated in 21 cfr 803. Conclusion code updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) indicated the pump was found to be turned on after the refill (refuting previous report). The patient presented to the emergency room (ER) on an unknown date with what appeared to be withdrawal symptoms. The symptoms turned out to be related to a bladder infection. The manufacturer representative was call to the ER and checked the pump; confirmed the pump was turned on and functioning.